Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) which is included in a subset of model a209 and a219 emblem s-icds worldwide that were manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity, was implanted. No product performance issues have been reported. A healthcare provider inquired regarding the battery percentage remaining for this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) provided estimated battery data to the physician indicating that at last check the battery was at an estimated 99 percent remaining. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Our investigation determined that this s-ICD operated as designed but was manufactured with an incorrect date/timestamp within the software. Boston scientific issued a notification identifying a subset of model a209 and a219 emblem s-icds worldwide that were manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. This s-ICD was included in this population.